Event description:
It was reported "the swg was found kinked prior to the patient." This was found prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the swg was found kinked prior to the patient." This was found prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4) the customer returned one, opened cvc kit for analysis. No definite signs-of-use were observed on any of the returned components. It was noted that neither the blue guide wire straightener nor the end cap were returned. Visual analysis revealed that the guide wire was kinked towards the distal end. Microscopic examination confirmed the kinking on the guide wire body. Both welds were present and were observed to be full and spherical. When a lab inventory blue advancer and cap were added to the assembly, the damaged portion of the guide wire would have been located inside the cap, protecting it from damage whilst inside the packaging. No other defects or anomalies were observed on any of the other components nor the returned packaging. The kinks in the guide wire measured 595mm from the proximal weld. The overall length of the guide wire measured 602mm which is within the specification limits of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The returned guide wire was assembled to a lab inventory advancer. This assembly was then attached to the handle end of a lab inventory arrow raulerson syringe (ars) and introducer needle subassembly. Despite the damage, the guide wire passed through all components with little to no issue. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the guide wire was kinked was confirmed through complaint investigation of the returned sample. One kink was observed towards the distal end of the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kinked would have been protected within the assembly during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.